Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior to the treatment day. Preventive maintenance was performed and the system met specifications as per service installation record (sir). Logfile review for the day of event shows all laser system functions were within specifications. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check and eye tracker test without any issue. The fluence test were passed without issue. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The system was working within specification. The root cause could not be determined conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that patient had a central island in the right eye of a patient, after lasik surgery. There are multiple related reports for this event. This report addresses the patient initial kw right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).